Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening device assessed as surgical damage. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side exchange with no complaint against the device. Healthcare professional later reported device was ruptured during explant surgery due to "small damage to implant during explant with cautery bone." The device has been explanted and replaced.